Manufacturer narrative:
(B)(6). The pump was returned to animas. Evaluation revealed that the buttons intermittently activated pump functions when pressed. Contamination was present under all button contacts.

Event description:
The distributor reported that all buttons were sticking.